Event description:
It is reported that the pt was revised due to pain and loosening. No bone cement adherence was present on the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.